Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2012, the (B)(6) hospital of (B)(6) reported that rotaflow with serial number (B)(4)would not display readings. The customer was instructed to reboot the unit. After the unit was rebooted, the issue was resolved and the case was continued without further incident. (B)(4).